Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the dr put in primary port with one of the 5mm trocar and was unable to gain access. He used another 5mm trocar. One of these two trocars malfunctioned, the dr was unable to say which one. There was no consequence to the pt.